Event description:
It was reported that the patient¿s pain pump was explanted due to "pain". The replacement (new) pump was labeled as a "baclofen" pump; it was unclear if the explanted pump also contained baclofen.

Manufacturer narrative:
Catheter model: 8578, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk; catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk. Final analysis of the pump revealed no anomaly, normal device function. Drug delivered via the pump per analysis was morphine.

Event description:
Additional information later received noted that the explant was associated with seroma; there was significant swelling at the pump itself, fluid present. Patient experienced pain at site of pump. There were no signs of infection; patient did not have fever or chills. Patient complained of a painful lower abdomen and was seen again in (B)(6). Patient was healing reasonably well, "having a little trouble with wound", was on antibiotics. The healthcare provider changed bandage on 2011-(B)(6). The new pump was working well, and patient outcome was noted as good. Drug delivered via the pump was morphine.

Manufacturer narrative:
(B)(4).